Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inside coating of the device tip became detached at one end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.